Event description:
A rapid exchange biliary stent system was used during a stent placement procedure on male patient (age and weight unknown) in 2008. According to the complainant, after stent deployment, a fluoroscopic image revealed that "the tip of the guide catheter was torn and [remained] inside the released stent." In addition, "the stent was [positioned] in the [duodenum]." A second biliary stent (olympus, pigtail) was placed. The tip of the catheter was removed by forceps from the first stent. No patient complications were reported as a result of this event.

Manufacturer narrative:
The suspect device has been received for evaluation; however, the analysis has not been completed, therefore, the cause of the reported malfunction is currently undetermined. A search of the complaint database revealed that no additional complaints have been reported for the lot. The 2008 15-month rapid exchange biliary stent product family complaint trend report, inclusive all failure modes, was reviewed; no unfavorable trend was noted.